Event description:
Four to five days after the stent placement, stent retrieval was attempted. When the physician caught the flap with a snare device and tried to withdraw the stent inside the endoscope, the stent got slightly elongated then broke. The remaining part of the stent was withdrawn into the endoscope with the snare catching the stent tip and retrieved from the patient successfully. There have been no adverse effects to the patient reported.

Manufacturer narrative:
As per the information received, the length of the stent could not be determined (rpn cannot be determined other than "gepd-5-x). The device was not available to be returned for evaluation; therefore, a document based investigation was carried out. As the lot number was not provided and the exact rpn could not be confirmed, it was therefore not possible to establish if there were any device from the affected lot number in stock in the time of the complaint investigation. Comments provided by the physician involved in this event were provided as follows: "I felt that the distal side of the flap was caught inside the pancreatic duct. Fortunately, no segment of the device remained inside the patient's body." The customer complaint is confirmed based on customer testimony. From the information provided, there were no fragments of stent remaining in the patient after the procedure, and ther were no adverse effects noted. The information provided indicated that the stent broke on removal. The stent was not broken prior to removal. As the device has not been returned, the cause of the complaint could not be conclusively determined. As per the notes section of the instructions for use (IFU), the user is instructed to "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." As per the IFU, precautions section, "this device should not be left indwelling for more than three months or as directed by the physician. Periodic evaluation is recommended." Prior to distribution, gepd stent device are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for this gepd device could not be performed as the lot number and exact rpn were not provided. Complaints of this nature will continue to be monitored for potential emerging trends.